Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited externalized conductors. All electrical measurements were in range. No intervention was performed and the physician elected to monitor the patient remotely with merlin.net transmission. On (B)(6) 2011, the lead was capped and replaced. No further information was available.